Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient is (B)(6) and has been revised numerous times. This particular incident was due to a leg length discrepancy. The poly and head were swapped out, and the stem was replaced because when the surgeon went to trial and reduce the hip, the stem moved.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The stem loosened and a larger head was used to accommodate leg length discrepancy. There is no indication that the head contributed to the reported leg length discrepancy. Additionally, no further allegations were made about the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is (B)(6) and has been revised numerous times. This particular incident was due to a leg length discrepancy. The poly and head were swapped out, and the stem was replaced because when the surgeon went to trial and reduce the hip, the stem moved. Update per sales rep: patient is an oncology patient with poor bone quality. The head and liner were swapped out to a larger size head to accommodate the leg length discrepancy.